Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a descending aorta in zone 2 of the thoracic aorta which had been previously repaired with a synthetic graft that was 22 mm in diameter approximately 1 month ago. It was reported that first a tw3036 was implanted at the distal end of the aneurysm, followed by a tf3434c115xj which was implanted on the proximal end which overlapped about 4cm. There was a slight junctional type 3 endoleak. (Ref MFR# 2953200-2010-02312). The physician modeled the stent grafts with reliant balloon several times. Then, there was a type 2 endoleak from the lsa confirmed, the lsa was coil embolized. Then an endoleak (exact type was undetermined) was confirmed again. The physician suspected it to be a junctional type 3 endoleak, and implanted a home made stent graft (32x7.5mm) to cover the junction. But endoleak did not disappear. Then the physician evaluated the angiography in detail again, and found a jet leak from the graft fabric of the tf3434. The leak came from around the 3rd spring from the proximal device (including the bare spring) and close to the area of the connecting bar of the tf3434. The physician implanted a second home made stent graft for covering the fabric endoleak. The (34x7.5mm) overlapping with the implanted home made stent graft. On the final angiography, there was a slight and delayed type iii endoleak which was coming from junction of tf3434 and 2nd home made stent graft. The physician will monitor the patient. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4), results: (endoleak), (use of talent device with home made device).

Event description:
Additional information was received for this case. It was reported that the CT revealed that there was dissection that was not corrected. A recent CT revealed that the dissection is still present.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. Per the physician, the exact cause of the type iii fabric endoleak could not be determined but the stent graft may have been damaged during manipulation. The physician¿s comments regarding the non-parallel opening was most likely due to the stent graft not adhering to the aortic wall at the distal arch creating a gap on the lesser curvature side as well in additional to the stent graft being pushed by blood flow. It was reported that nine days post procedure, coil embolization was performed to resolve a type ii endoleak however, the endoleak did not resolve so the endoleak was determined to be a type ia endoleak. It was also reported that the patient presented to the hospital 4.5 years post index procedure with a fever. Pet (positron emission tomography) indicated accumulation of fdg around the stent graft. Suspecting the stent graft infection, a blood culture was performed confirmed pseudomonas aeruginosa was positive. The patient was hospitalized and drainage was performed from the intercostal artery. Antibiotics were administered resolving the event approximately six months later. The physician stated that it's very unlikely the event has a causal relationship with the device or the procedure; nevertheless, the assessment for the causality remains unknown as the decisive cause has been undetermined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4): inherent risk of procedure (dissection).